Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range, the impedance trend on the rv (right ventricular) defibrillation coil was variable, and the impedance trend on the svc (superior vena cava) defibrillation coil was variable. Maximum svc and high voltage b (hvb) impedances are greater than 275 ohms throughout the record.

Event description:
It was reported that during a device check it was noted that the right ventricular (rv) and superior vena cava (svc) coil impedances were high. It was also noted that the impedance had been varying for some time. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 7278 implantable cardioverter defibrillator (ICD) (B)(6) 2008. (B)(4).